Event description:
Device 2 of 2. Reference MFR report #: 1627487-2011-05092. The pt received her scs system on (B)(6) 2011 with two paddle leads (from different lots). It was reported that during the permanent procedure, both of the leads were implanted at the same time. Contacts 9-12 exhibited high impedance during intra-op testing from one of the leads. All the connections were checked and the lead was switched in the header of the ipg to make sure it was not the ipg that was the problem. The same four contacts exhibited high impedance. The doctor opted to leave the lead in the pt since it did not effect the efficacy of the stimulation. Coverage was obtained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.